Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 (time unknown). The patient reported a blood glucose reading of "198mg/dl" with the subject meter (date/time unknown); however, the patient did not specify any additional readings. The patient informed the csr that she manages her diabetes with a combination of medications; however, types of medications are unknown. In response to the alleged issue, the patient claimed that on an unknown date/time she increased her medication, however, the type of medication and dosage are not specified. Two week after the alleged issue began the patient claimed she developed blurry vision and was seeing spots. Two weeks following the reported issue, the patient also alleged that during a doctor¿s office visit she was administered treatment by a health care professional, however, it is not specified what type of treatment she allegedly received. During troubleshooting, the csr confirmed the subject meter was set to the correct unit of measure setting (mg/dl) and the alleged glucose results were from the approved (per owner's booklet) sample site. The csr also verified that the vial of test strips the patient was using had expired. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k062195.